Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. The right ventricular lead was exhibiting high capture threshold and noise. Noise could be reproduced in the clinic. The patient was in stable condition. The lead was capped and replaced on (B)(6) 2021 during routine device change out procedure.